Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. The reported pressure transducer test failure during the pre-use checks, was reproduced during testing of the returned air gas module in a reference ventilator. The failure was also confirmed in the received device logs. The logs showed that during the pre-use checks both sub-tests, the pressure transducer test and the flow transducer test had failed. Investigation showed that the failures were caused by a part of the regulation circuit, which regulates the pressure and flow inside the air gas module. The failure of the regulation circuit leads to inaccurate gas flow regulation. This will be detected during pre-use checks and alarms will be activated if the failure were to occur during ventilation. The root cause for why the regulation circuit had failed has not been determined from this investigation.

Event description:
(B)(4).